Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient presented with a history of cervical spondylodiscitis at c5-6 with subsequent destruction partial destruction of c5 and c6 vertebral bodies requiring corpectomy and anterior decompression and fusion with strut graft spanning from c4 through c7. The patient had the preoperative diagnosis of cervical instability. He underwent the following procedures: c4 through t1 instrumented segmental fusion using instrumentation, rhbmp-2 morcellized local bone graft augmented with cancellous chips. As per op notes, ¿¿ polyaxial hardware was placed bilateral to the pedicles of t1 and c7 without difficulty. Next, attention was turned to lateral mass screws c4 through c7. These were done free hand, again using a fluted 2 mm ball for the starting point and hand drill for the holes. Again, there were sounded and tapped. Again, screws were placed with polyaxial heads. The right c6 screw had to be left out as the polyaxial head of the c6 and c7 were too close and the construct could not acceptable screws and the c6 screw was removed¿ the bilateral c4-c5, c5-c6, c6-c7, c7 through t1 facets were decorticated. The lateral masses were also decorticated¿ the arthrodesis was completed with localized morselized bone graft supplemented with strips of rhbmp-2 and cancellous chips. The decorticated facets were packed with rhbmp-2 and bone graft¿ patient is stable and needle and sponge count was correct at the end of the case.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.